Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemia/ diabetic ketoacidosis (dka) and bent cannula event. Blood glucose level was 503 mg/dl at the time of the event. Patient got treated with insulin via manual injection. The duration of hospitalization was greater than 24 hours. Patient was also experienced the symptoms of sick/unwell, headache, tired/weak, and increased thirst. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6011306 have been tested in trackwise record complaint (B)(6) on (B)(6) 2025. Test results: the reference samples were visually inspected and flow tested. All test results were within specifications as per the test report 2259563 complaint test report. Device history record (DHR) review: the lot 6011306 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room on 03-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 10-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6011306, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.